Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that foreign material was discovered between the suture sleeve and the outer insulation of a implantable tachy lead during an implant procedure. The lead was not used and a new lead was implanted by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.